Event description:
Related manufacturer reference number: 1627487-2022-05945. It was reported the patient was unable to enter MRI mode dur to high impedance on the leads. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
Additional information was received indicating the system was explanted and replaced with another manufacturers device.